Event description:
Reference MDR #1219856-2012 for the first event, MDR #1219856-2012-00034 for the third event and MDR #1219856-2012-00035 for the fourth event involving the same patient. It was reported that the female patient was in the intensive care unit and the intra-aortic balloon (iab) was inserted via the same right femoral insertion site via a sheath. After a short time there was a helium loss alarm. As a result, the iab and sheath were removed as one unit and another was inserted in the same insertion site sheathless successfully. The patient outcome was unchanged during this time.

Manufacturer narrative:
(B)(4). The sample will not be returned for evaluation.